Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an insulin pump error. Customer's blood glucose was 7.9 mmol/l. Device had reset itself multiple times. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No pump error 37 or unexpected reset noted during testing. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No damage was noted on the motor. The motor was tested outside of the device and it passed. The pump had a scratched case.